Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, weak twitching response and phrenic nerve palsy (pnp) were observed. The ablation was stopped using the double stop technique. The case was completed with cryo. After the procedure, pnp showed slight improvement. Two days post-procedure, pnp still persisted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that seven applications were performed with the catheter on the date of the event. A system notice indicating that the refrigerant delivery path was obstructed (#50012) was triggered on application one. The catheter was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the pnp recovered back to baseline prior to the ablation procedure.